Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer would not boot up fully. First, there was a white screen, then a message of "please wait," but it went no further. After twenty-four minutes, the device booted to an error message. The cause was determined to be a software issue. (B)(4).

Event description:
It was reported that the programmer would not boot up fully, that first there was a white screen and then eventually a message of "please wait" but it went no further. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up fully, that first there was a white screen, and then eventually a message of "please wait," but it went no further. The programmer was returned for service. No patient complications have been reported as a result of this event.